Manufacturer narrative:
(B)(4). Investigation summary: unconfirmed, no samples received. Investigation conclusion: the release paperwork was reviewed and did not reveal any non conformity in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Root cause description: the most probable root cause for broken plunger is a strong mechanical constraint: transportation cause between supplier and bd: no non conformity raised in bd distribution center. Handling during bd incoming inspection: the involved batch 1693416 was not subject to bd inspection (certified supplier). Transportation cause between bd and customer: no supply complaint was raised by the customer following the delivery of batch 1693416. We can confirm that the breakage occurred after bd supplier and bd process due to the fact that a broken plunger rod could not have been screwed into the plunger stopper and inserted into the barrel.

Event description:
It was reported that ultrasafe x225l pr white ssl plunger was broken. This was discovered before use. The following information was provided by the initial reporter: plunger was broken and all the medication was lost.